Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the footswitch is becoming stuck. The footswitch contact does not appear to be correct. There was no patient complication.

Manufacturer narrative:
This product was not returned to our quality assurance laboratory. A review of the service history record showed that the laser was installed on 17aug2012. The system was last serviced on 02feb2022. The laser was fully functional with no issues. Information available received from services indicated that a replacement footswitch was shipped and provided to the customer. Based on the information available, the reported faulty footswitch event is confirmed.

Event description:
It was reported that during a photo-selective vaporization of the prostate procedure, the footswitch is becoming stuck. The footswitch contact switch does not appear to be correct. There was no patient complication.